Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. Conclusions - the device was evaluated, but not yet repaired.